Manufacturer narrative:
No one has been injured as a result of this event. A spacelabs field service engineer was sent to the customer site to evaluate the device, but was unable to do so as the device was still connected to a patient . Spacelabs reviewed the patient records from the intesys clinical (B)(4) retrospective review application. The records show that the prematurity requirements for a run alarm were not met for this event. Spacelabs defines ventricular tachycardia as a run with three or more consecutive abnormal beats at a rate greater than 90 beats per minute where the second and subsequent beats in the episode are more than 15 percent premature as compared to the patient's baseline rate. As the patient's heart rate during the ventricular ectopy episode was less than 90 beats per minute. The required rate and prematurity criteria were not met. Spacelabs has provided additional training to the customer as regards the product operation as a result of this matter. Spacelabs considers this issue closed.

Manufacturer narrative:
Spacelabs is evaluating this report and will file a follow up report at the conclusion of our evaluation. No one was injured as a result of this event.

Event description:
A customer using the spacelabs 90341 digital telemetry transmitter reported a 34 beat ventricular ectopy run on (B)(6) at 02:26 that did not alarm. Also the alarm suspend key was unavailable.

Event description:
A customer using the spacelabs 90341 digital telemetry transmitter reported a 34 beat ventricular ectopy run that did not alarm. The customer also noted that the alarm suspend key was unavailable.